Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that all impedance trends were slowly rising, but all other impedances were within normal limits. There was no evidence of lead noise. It was noted that the patient was scheduled for an upcoming procedure, and the health care professional (hcp) planned to check the implantable cardioverter defibrillator (ICD) system at that time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that all impedance trends were slowly rising, but all other impedances were within normal limits. There was no evidence of lead noise. It was noted that the patient was scheduled for an upcoming procedure, and the health care professional (hcp) planned to check the implantable cardioverter defibrillator (ICD) system at that time. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the shock impedance alert value was increased to 150 ohms and would continue being monitored. The cause of the out-of-range impedance measurements was not conclusively determined. This right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported.